Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was scratched. A visual inspection was performed and showed the scope to have distal tip damage. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during a wrist scope, the device was scratched. The procedure was completed with a competitor device with no delay and no patient injury.